Manufacturer narrative:
(B)(6) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a scheduled follow-up, a warning message showing high impedance (>3000ohm) was displayed when interrogating the subject pacemaker. High impedance was observed also during a manual check in both bipolar and unipolar settings. Wave amplitude could not be measured in bipolar setting but it could be measured in unipolar setting (around 11-12.59mv). Noise sensing was confirmed in stored ventricular burst episodes. According to impedance trend, the lead impedance was increased to >3000ohm since the end of (B)(6) 2013. A reoperation was performed during which is was confirmed that the lead was correctly tightened. The lead was capped and a new lead was inserted. The new lead was then connected to a new pacemaker and the re-operation was completed. The subject pacemaker was returned for analysis.